Event description:
It was reported that a 22mm amplatzer amulet left atrial appendage was selected for implant on (B)(6) 2024 using a 12f amplatzer torqvue 45x45 delivery sheath. Transseptal puncture was inferior mid. The device was implanted. The following day the patient presented with a pericardial effusion. A computed tomography scan showed the pulmonary artery was close to the appendage. Pericardiocentesis was performed and 400ml of liquid was drained. The patient status was hospitalization.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally from received imaging 1-21 reveals tenting in the inferior and anterior approach. Image 1-22 reveals unprotected sheath manipulation and riding the coumadin ridge. This is followed by several images that appear to assess for effusion. The lobe is appropriately deployed but sits close to a prominent transverse sinus with minimal separation on the ridge side. The minimal distance from the pa to the lz is .47mm and lobe position in mid and distal is at least 5mm. Final deployment meets close criteria. The disc is below the ridge, however it is in a non-acute angle. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.